Event description:
It was reported that the system with a pulse generator and this right ventricular (rv) lead, were replaced due to issues with the rv lead, noise and three inappropriate shocks. The rv lead was cut and surgically abandoned. A new system was implanted at the same procedure. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5145469.